Manufacturer narrative:
The insulin pump received with blank display due to interface board broken solder joint. The insulin pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was rerported that the customer went through three different batteries, but the display would not turn back on. The customer's blood glucose was unknown. The customer declined troubleshooting. The customer stated the issue did not result in a serious injury or hospitalization. Advised that a replacement insulin pump would be sent. Nothing further reported.